Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017: failure to follow steps / instructions, 2017: excessive force.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous transluminal angioplasty (ptca) interventional procedure using a 7f sheath. The patient already had a 14f non-abbott heart pump sheath in place in the right common femoral artery access site prior to this procedure. The physician thought that the 14f non-abbott sheath had occluded the superficial femoral artery (sfa) as there was no flow down the sfa seen on the angiogram. The physician removed that 14f non-abbott sheath and performed a side-by-side technique with two 7f sheaths/two proglide devices in the same hole. The first proglide was deployed successfully and the knot was able to be fully advanced. Reportedly, an attempt was made with a second proglide; however, after deployment of the foot and pulling the device back, the black sheath portion of the device broke off in the vessel. The physician believes too much pressure may have been applied during advancement of the proglide device which possibly caused the break. The patient was taken to surgery to remove the separated proglide sheath and a patch was used. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery to remove the separated proglide sheath. No additional information was provided.

Manufacturer narrative:
A visual, functional, dimensional analysis was performed on the returned device. The sheath separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was inserted using force. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is inknown if the IFU violation contributed to the reported difficulties. It was reported that the devices were inserted post-close use of a 14f sheath. It should be noted the electronic IFU states: ¿for access sites in the common femoral artery using 5f to 21f sheaths. At least two devices and the pre-close technique are required.¿ the IFU violation did not contribute to the reported difficulties.based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to the circumstances of the procedure. Based on the reported information the sheath separation likely occurred during insertion. In this case, due the angle of insertion in relation to the tissue tract the sheath separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.